Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed accuracy testing, +11%. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation for the complaint that the pump failed accuracy testing, +11%. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the lcd lens contaminated and the dso sensor damaged during dso testing. The probable root cause was unknown.